Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other rx graftmaster 2.8x19 device referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the patient presented with a perforation with extravasation in an eccentric, de novo lesion in the heavily tortuous distal left anterior descending coronary artery (lad). An attempt was made to cross the lesion with a 3.5x19 rx graftmaster covered stent system, then a 2.8x19 rx graftmaster, but each device was unable to cross the lesion due to patient anatomy. There were no other device issues. Another 2.8x19 rx graftmaster was able to cross and successfully sealed the perforation. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.